Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead triggered a lead integrity alert (lia) for sensing integrity counter (sic) and high rate non-sustained episodes. T-wave oversensing (twos) and oversensing of noise was also noted. An interaction of the rv lead and a capped inactive right atrial (ra) lead was thought to be the potential origin of the noise. In addition, the rv lead exhibited a jump in pacing impedance. The rv lead was thought to be possibly fractured. The rv lead was initially reprogramed off and later capped and replaced. No patient complications have been reported as a result of this event.